Manufacturer narrative:
(B)(4). The device was returned and investigated. The reported mechanical issue (clip open while locked) could not be tested due to the returned condition of the device (clip deployed and not returned). Additionally, the reported incomplete coaptation (single leaflet device attachment/slda) could not be replicated in a testing environment as it was related to patient/procedural conditions (operational circumstances). A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no lot specific product quality issue. All available information was investigated and the reported slda appears to be due to the mechanical issue; however, a definitive cause for the reported mechanical issue could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4) . The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The mitraclip xtr is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
This is filed to report the clip opening while locked and the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. 1 clip was deployed successfully. After deployment of the second clip, during removal of the clip delivery system (cds), the clip opened slightly and the posterior leaflet was no longer captured (slda). A third clip was placed to stabilize the second clip, completing the procedure with a final mr grade of 1-2. No additional information was provided.